Event description:
It was reported that the pulsavac plus battery pack was opened after surgery to extract the batteries when an acrid smell was noticed and a damaged battery had leaked. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
Device was not returned to the MFR for eval at the time of this report. If the device is returned to the MFR, a f/u medwatch will be submitted once the investigation is completed.